Event description:
It was reported the rigid endoscope sheath ceramic tip was damaged. The issue occurred before a therapeutic transurethral resection of the prostate in saline (turis). The procedure was completed with a replacement device. There was no delay and the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information on device evaluation and the legal manufacture¿s final investigation. Correction to d10 (concomitant device). Based on the results of the investigation. It is likely that a damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field for this device.